Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage: battery compartment crack; unable to tighten battery cap; battery cap never changed) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: the pump's black box showed evidence of unexplained pump reboot events on the complaint date. The pump powered on intermittently with the returned battery cap. The battery cap threads were damaged and the battery compartment was cracked. There was no evidence of moisture contamination inside the battery compartment. The pump was exercised for 24 hours with a test battery cap and functioned appropriately.